Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress incontinence. It was reported that after implantation the patient experienced pain, infection, bleeding, dyspareunia and urinary and bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.